Event description:
It was reported that during a procedure, the device had insufficient sealing/only partially as there was an energy output and sealing completion sound could be confirmed. Cleaned the area around the jaw every time it got dirty. Another ligasure was appropriate for use with the same generator. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the device had insufficient sealing/only partially. A message appeared indicating that sealing was not completed and asking whether another object might be caught but there was an energy output and sealing completion sound could be confirmed. The exact number of successful seals prior to the issue could not be confirmed. However, there were several successful seals were achieved. Cleaned the area around the jaw every time it got dirty. Another ligasure was appropriate for use with the same generator. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the seal plate was partially lifted and bent. The seal plate was bent over the knife track. Amodel damage was noted on the jaws of the device. Functional testing noted that the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The device's knife blade was unable to advance. The jaw gap of the device was measured and it was found to be out of specification due to the observed damage. The device was detected when plugged into generator. The device alarmed when activation attempts were made. It was reported that there was an alarm activation. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device experienced a partial seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.